Event description:
It was reported to philips that the heartstart xl+ external paddles were broken and an error message was displayed. There was no reported patient involvement. Philips field service evaluated the device onsite and it was determined that this was a malfunction of the paddle repl. Kit water resistant. The fse recommended replacing the paddle repl. Kit water resistant. The device remains at the customer site. It has been concluded that no further action is required at this time.